Manufacturer narrative:
Corrected data. Patient information - date of birth. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead had migrated and was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective therapy with the cervical system was reported to abbott. System diagnostics recorded high impedances. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3219, UDI: (B)(4), serial: (B)(6), lot: 6908734.

Event description:
It was reported that patient experienced ineffective therapy with the cervical system. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue. The investigation was unable to determine lead that recorded high impedances.